Event description:
Reporter alleged higher meter readings and went to the dr as a result. It was stated customer's meter read 223 mg/dl and dr measured 104 mg/dl when performed within 10 mins. No actions or treatment rec'd reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.